Event description:
It was reported that the patient with this artificial urinary sphincter was unable to to pump the device due to scarring. The pump was explanted and a new pump was implanted in a different area. No further patient complications were reported.